Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (90% stenosis, severe calcification). Deformation problem (stent). Evaluation conclusion: known inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (90% stenosis, severe calcification).

Event description:
An endeavor resolute drug eluting stent was being used to treat a lesion in the distal left main. The lesion was 90% stenosed with severe calcification. The device was inspected prior to use with no issues noted. No resistance was encountered when advancing the device. The lesion was pre-dilated but the device was unable to cross the lesion. The physician used a new device to complete the procedure. There is no patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Device evaluation: the distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th, 15th, 16th and 17th distal segments have raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).